Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be inserted due to worn bearings that were no longer in axial alignment. It was determined that this caused vibration and making the nose tube back off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical surgery, it was observed that the attachment device was vibrating and the tip was unscrewing and had to be manually tightened to use. According to the reporter, the surgeon stopped and tightened the top of the device several times, resulting in a thirty minutes delay in surgery. The reporter indicated that the same device was used to complete the surgery successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.